Manufacturer narrative:
As this is a legal case, there is limited information available at this time. Neither device information, nor clarification of the nature of the event has not been provided. Additional information has been requested.

Event description:
It is alleged by the pt's rep that, "shortly following her knee replacement surgery, the scorpio osteonics 7000 series knee replacement system, and/or its component parts, eroded and otherwise malfunctioned."